Event description:
Complaint rec'd concerning "stick-downs and leakage/ issues with use of mc100 microclave clear connectors". The facility is reporting "..three known cases involving a stickdown of the silicon seal on microclave clear on central lines in (B)(6). One was noticed prior to infusing chemo .... Two more were noticed when infusing cytrabine when leaking was observed." There were no reported adverse consequences. Although requested, add'l relevant usage/set-up info was not provided.

Manufacturer narrative:
Device return: one (1) used mc100, microclave clear connector was received. There were no mating/access devices returned. Visual inspection and analysis (pre and post decontamination) recorded the silicone plug was recessed, residual blood was also observed in the internal components. During decontamination, the mc100 silicone plug that was recessed "rebounded" to the correct raised position. The mc100 was pressure leak tested as per the applicable product specification. The results recorded no performance issues, "stick-downs" or out of spec conditions. The returned mc100 was disassembled and evaluated. The report identified minor tearing of the silicone plug slit, residual blood around the perimeter of the full ring stop. The report also noted residual blood present as the base of the male luer threads. There was evidence of mechanical clamping on the outside of the male luer threads. Although not always repeatable engineering testing was able to replicate similar internal component conditions that could result in "temporary" recessed silicone function anomalies. The engineering evaluations identified that if the silicone seal of the microclave is not allowed to dry before access, any fluids including blood, which are thereafter transferred through the device, can potentially mix with the disinfecting solution and at disconnect could spread or migrate into the space between the seal and the clear housing. It is important to allow the disinfectant time to dry before accessing the microclave to ensure proper anti-infective action has occurred, and to prevent fluid transfer between the seal and the housing. As part of ICU medical's continuous improvement initiatives the engineering data identified minor component design and processing improvements that have been validated, qualified and implemented. These enhancements have been shown to mitigate these types of usage conditions that can potentially result in component performance "stick-down" anomalies. Findings: based on the "as-received" mc100 connector, the reported product issue (recessed silicone) was visually confirmed. Although the exact cause(s) of the product issue are unk the engineering analysis did identify evidence of internal residual leakage which may have caused the silicone to remain temporarily recessed.